Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of third-party testing, the device evaluation, and the final investigation. Updated fields: h2, h3, h4, h6, h11. A review of the device service history found no deviations that could have caused or contributed to the reported issue. Despite good faith attempts the user culture results and cleaning disinfection and sterilization (cds) processes were not shared. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2026 sampling from: all channels, distal end, forceps elevator cfu: no detection bacterial identification: n/a the device was evaluated where foreign objects were found on the pipe protecting the forceps elevator wire (k-pipe) and the server plug-in (z-block). Based on the results of the investigation, a root cause could not be determined. The customer alleged the device needed deep disinfection, however when olympus culture tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation. The most probable cause of the customer complaint is cause traced to user, which indicates that the adverse event caused partially or wholly by the user of the device including sample handling. The most probable cause of the foreign objects found on the k-pipe and z-block was not established, which indicates that the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported the duodenovideoscope needed deep disinfection. According to the endoscopy service department, the device was believed to have been involved with a patient who tested positive for klebsiella pneumoniae after an endoscopic retrograde cholangiopancreatography (ercp) procedure. The customer indicated no samples were taken to confirm or rule out contamination and the equipment had been washed and disinfected using washers available in the department. Additional information regarding the patient infection was requested, but no further information was provided at the time of this report. This is report 2 of 2.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.